Manufacturer narrative:
For clarification, the device is owned by (B)(6) hospital in the united kingdom and the issue was incorrectly reported to sbo hearing a/s in denmark instead of directly to philips. Sbo hearing a/s initially reported this issue to philips; however, the record is now updated to reflect the original reporter. Box e updates were made to reflect royal orthopaedic hospital in the united kingdom. The ip5 device was remotely evaluated by philips under a separate case. The customer indicated that the ip5 device would not boot up and the device was unusable. The customer is aware that the display is MRI unsafe and should not have been in proximity to the MRI machine. The ip5 device is not operational and a quote has been provided to the customer for the replacement of the device, however the quote expired without being used. If additional information is received the complaint file will be reopened.

Event description:
It was reported the MRI unsafe monitor was wheeled into the MRI suite and came too close to the scanner. The monitor became a projectile into the MRI machine and was lodged under the patient couch, preventing the scan from continuing. There was no harm to the patient related to the monitor projectile, but the scan could not continue. The MRI scanner was powered down by engineering and the device was successfully removed. The patient had received general anesthesia unnecessarily, which did not result in harm; however, as the patient was exposed to the hazards of unnecessary general anesthesia due to use error, the event will be considered a serious injury.

Manufacturer narrative:
The customer indicated that the device powers up as expected, but then there is a blank screen with a message "disk read error". A quote was provided to the customer for the replacement of the device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
H6 patient outcome code grid is updated.